Manufacturer narrative:
Usage of the device: the usage of the returned power module 14 volt pt cable (lot# 34990390411; mfg date september 2011) is not known to the MFR as the pt cable is not labeled for single use. The suspect power module pt cable was returned to the MFR for eval and the reported event was confirmed. Visual inspection of the power module pt cable revealed that the black and white power leads were unremarkable; however, the outer jacket of the 18-foot section of the cable revealed damage, possibly due to crushing/pinching consistent with animal bites. Further eval of the wires in the area of damage confirmed an insulation breach of one of the inner conductors. As a result of the exposed inner wire, the system produced a continuous audible alarm and a red battery hazard alarm when this power module pt cable was operated on an lvad mock circulatory loop. This pt cable could potentially have caused interruption in power supply to the system affecting functionality of the pump. No further info is available. The MFR is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that it was suspected that the pt's power module pt cable may have had an internal short. No further info was provided to the MFR.